Event description:
Customer reports: before use, a nurse tested cuff of the tubal and inflated the tracheal cuff but the cuff would not deflate. There was no pt injury reported.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.